Event description:
Per study kriplani a. Et al article, laparoscopic sacrohysteropexy for repair of genital prolapse in young women, journal of minimally invasive gynecology. November - december 2012. There were twenty eight (21-34 yrs) patients with uterovaginal prolapse were recruited (january 2007 - june 2011) of which 50% (14/28) had associated infertility. Patients with grade 2 or more (bedan-walker) prolapse were selected for surgery. Laparoscopic sacrohysteropexy was done using polypropylene mesh and protack autosuture. Two patients had recurrence.

Manufacturer narrative:
(B)(4).